Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that crossing difficulty was encountered. The 85% stenosed, 35 x 2.5mm, concentric and de novo target lesion,containing a >45 and <90 degree lesion bend was located in the severely tortuous and moderately calcified mid and distal left anterior descending (lad) artery. Following a non-bsc guide wire, predilation was performed using an unspecified balloon catheter. A 2.50x38mm promus element ¿ long drug eluting stent was then selected for use and advanced but failed to cross the lesion. The device was removed and the procedure was not completed as the same device was unavailable. No patient complications were reported and the patient¿s status was stable. However, returned device analysis revealed stent damage.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: a visual examination of the crimped stent found stent struts on the proximal end of the crimped stent were distorted and lifted upwards from the stent profile. The bumper tip of the device showed no signs of damage. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).